Event description:
It was reported that the insulin pump did not deliver insulin and the lead screw was not turning. The blood glucose reading was not reported. Troubleshooting was performed, and the lead screw did not turn. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can br drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.